Event description:
It was reported that the colonovideoscope displayed no image and incompatible scope (e315). The event occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error code (e216). A root cause could not be identified. Based on the results of the investigation. The most probable cause of the no image and incompatible scope (e315) is no problem detected and for scope communication error code (e216) is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.